Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please elaborate on the alleged deficiency experienced with product eh7813e. In the attached images, two eh7813e suture devices can be seen. Please confirm if the alleged deficiency occurred in both suture devices. Were there patient consequences? If yes, please explain. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). H3 photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During visual analysis the following was observed: photos show a single barrier folders labeled as foil with product codes eh7813e, lot #105stg, expiration date 2029-12-3. The artwork printed on the packaging was revised and met the j&j standard. The finished drawing was compared with the received image and all information was correct. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. This report is not intended to deny that you had a problem with the device. There may be other circumstances or issues that occurred while using the device that we were unable to duplicate during our lab analysis. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Customer is complaining an incorrect needle image on box and paper backing. The needle description is correct. The customer still uses the suture material, as there are no concerns regarding quality or the suture material itself. There were no patient consequences reported. Additional information was requested.